Event description:
Pump repeatedly read check clutch.====================== health professional's impression============================================ manufacturer response for syringe infusion pump, syringe infusion pump======================we have reported 18 of similar issues to medsun/manufacturer, however we have not resolve this issue yet.